Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a loose grip cable at the distal end. The instrument was also found to have a broken grip cable at the proximal end (in the housing). This failure is most commonly caused by mishandling/misuse, such as incorrect chemical concentrations during reprocessing. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. A review of the instrument log for the large clip applier (part # 470230/ lot # n10190311 0061) associated with this event has been performed. Per logs, the large clip applier was last used on (B)(6) 2020 on system (B)(4), with 43 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because the instrument had a loose grip cable which is a failure mode that could impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a loose cable. The procedure was completed with no reported injury. There were no reports of any fragment(s) falling into the patient. Intuitive surgical, inc. (Isi) reached out to the initial reporter to obtain additional information related to the reported event. The reporter was not able to recall the color of the cable that was loose. She stated that it was possible that the instrument collided with another instrument or tool during the procedure. She also noted that instruments are inspected prior to reprocessing/decontamination, but she did not know the process for inspection prior to a procedure. No further information was available as of the date of this report.